Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the hemostasis was exposed to bending force during use, preventing proper device deployment, however, this could not be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: unknown health care professional. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the use of the vascular closure device, the physician noticed that the main body was slightly bent at the mid-section, preventing its insertion into the vessel. Subsequently, manual compression was applied to achieve hemostasis at the puncture site, concluding the procedure. No blood loss was reported. Additional information was received on 19aug2025: the procedure performed for the patient prior to use of the angio-seal was intracranial thrombectomy in neurology. A 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was performed. The patient was in stable condition.